Event description:
Additional information received reported an x-ray was performed which showed a "kink" in the lead just above the lead/extension connection. The patient's lead was replaced the date of this report. The replacement went well and the patient's therapy was to be reinitiated at her next neurology appointment.

Event description:
Additional information received reported that the cause of the event was unknown, but attributed to the lead. On (B)(6) 2012 the patient had a magnetic resonance imaging (MRI) scan and a computed tomography (CT) scan for pre-operative deep brain stimulation (dbs) mapping. The patient's "shocking sensations" were in the right arm. Hospitalization was required, but there was no patient injury and she recovered without sequela.

Event description:
It was reported that the patient had terrible paresthesias when turning on and off the device. It was also reported the patient was experiencing an intermittent shocking sensation. The patient was currently leaving the device on instead of turning it off at night. It was noted that the patient had ventralis intermedius stimulation. Low impedances were reported. The physician tried to reprogram around the short, but the patient screamed and could not tolerate it. No other settings were tried after that. The program was left where it was, because the patient was doing well therapeutically with the exception of turning off and on the device. It was decided that the device should just be left on all the time. It was noted that the patient's status was alive but with injury. The patient was going to have x-rays to determine if there was a break or crossing in the system. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37642, serial # (B)(4), product type programmer; patient product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot # v451314, implanted: (B)(6) 2010, product type lead. (B)(4).